Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. Due to no sample being received, an investigation for this complaint could not be performed and a root cause could not be determined. However, a trend has been identified for similar reported issues, and actions have been initiated to investigate the issue. Corrective actions taken during the investigation will be implemented in our production process to further increase the robustness and reliability of the device and prevent future occurrences of this type. A device history record review for model 10013361t lot number 25035648 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite texium infusion set had leakage. The following information was provided by the initial reporter: this rn started the patient's etoposide infusion. Approximately 1-2 minutes into the infusion, the patient stated that the tubing was leaking. This rn immediately stopped the infusion and assessed the tubing. The tubing was tightened on completely and medication was leaking around the texium. This rn called over pharmacist and the medication was taken back to the pharmacy for the tubing to be replaced. It was determined that saline was still in the line and it was not chemo that leaked onto the patient. The etoposide infusion was restarted with new tubing and there were no issues.